Manufacturer narrative:
The user facility submitted medwatch mw5111804 for this event. Device manufacturer address 1: (B)(4). The device was received for evaluation. Visual inspection was performed using the naked eye which observed a damaged filter membrane. Additional examination of the filter revealed that some drops of solvent were introduced in the filter which damaged the membrane. The reported condition was verified. The cause of the condition was due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation, the filter membrane of a clearlink solution administration set was observed to be damaged. The nurse initially noted an abnormal looking filter while priming the line. The set was not used on a patient. No additional information is available.